Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported that the facility discovered that the cable was bad. The videoscope cable was switched out with a similar cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was intermittent image on the gi tower when using the videoscope cable exera ii. There were no reports of patient harm. No further information was provided by the customer.